Manufacturer narrative:
Concomitant products: product ID: 5076-52, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017.

Event description:
It was reported there was a fracture of the right atrial (ra) lead with oversensing and noise. The lead was capped. It was further reported there was a fracture of the right ventricular (rv) lead with high thresholds and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.